Event description:
I went to the eye doctor for reading glasses. I was tested for glaucoma. An employee did the testing. I have found out that an instrument called icare was used (as stated in the medical record, per (B)(6)) (I thought it was an instrument called a corneal pachymetry, which was listed in their brochure. The icare is not listed in the brochure). I felt 4 pinpoints of pain, simultaneously, in each eye as the test was performed. Drops were not given previous to the test. I have accessed (B)(6) and it shows the icare 100 as having individual readings, having to press the button for each 6 times. It shows what looks to be a cone spray of air. So, I am reporting the icare; it must have malfunctioned. In addition, on (B)(6) 2019, in the evening about 10pm, as I lay waiting for sleep, I felt the right eye expand, like a sea anemone opening its petals. Gentle, fluid like, and individual like motion. Not the whole eyeball, but the colored part. I did not ever feel the left eye do this, although it may have happened while sleeping. I have an appointment with dr. (B)(6), ophthalmologist, of (B)(6) eye care on (B)(6). You may access his records for any relevant findings. My visit is primarily for feeling a foreign object in the left eye, which I have felt off and on since (B)(6). Also, because I have added, in (B)(6), flonase to my list of medicines, and it is recommended to check with your doctor. In addition, I will discuss with him my experience on (B)(6) 2018.